Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y procedure, the suture slipped off the needle. A new reload was opened and started suturing all over again to correct the product problem. No patient injury, the patient is doing fine.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two reloads opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the sample noted two needles. A tactile and microscopic examination of the needles revealed no signs of material or assembly process damage. From the opened sample, the needle appeared to have disengaged from the suture under tension. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be could not be reliably determined. The probable root cause was determined to be excessive tensile stress applied to the suture. Unfortunately because no sealed samples were received, a needle attachment test could not be performed. A review of complaint data revealed no trend for this condition. No enhancements or improvements were generated for the reported condition due to the root cause being unable to be reliably determined. Unfortunately because no sealed samples were received, a needle attachment test could not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.